Event description:
Home health care nurse and pt reported pump issue they had on weekend. Pt stated she finished her infusion with the pump - did not miss any dose but it was just the button on the pump not working properly. She requested new pump. Pump was not working after troubleshooting and battery replacement would just not turn on. Unknown what troubleshooting was completed. Pharmacy replacing device. No interruption to therapy, missed dose(s) or adverse event(s] reported due to product issue. Device is available for return. Pump serial number is (B)(6). Reported to (B)(6) by health professional.